Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Device lot number not available, as the broken parts/pieces were not returned from site sterile processing department (spd). Device manufacturing date is dependent on lot number, therefore, unavailable. A medtronic representative reported the clamp broke during initial placement. Successfully got the broken pieces. Medtronic representative requested the site wash the pieces before they were returned to manufacturer for analysis, now the site sterile processing department (spd) cannot locate the pieces for return. Confirmed nothing fell into the patient. On 11/08/2016 return requested. Replacement spinous process short clamp shipped to site 11/08/2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the spinous process short clamp broke and the washers came off. It was confirmed that nothing fell into the patient. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to proceed with the surgery using a taller spinous process clamp. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned spine clamp found that the reported event was related to a physical damage issue. As reported, the retainer ring on the tip of the adjustment screw has been pulled off. As a result, the clamp cannot be opened with the adjustment screw. Otherwise, the clamp is in good working condition. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.